Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an operating room (or) staff contacted intuitive surgical, inc. (Isi) technical support mid-procedure to report the surgeon experienced issue when manipulating instruments. He was unable to release the tissue after taking grasping. The procedure was converted to another da vinci system. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to reproduce the reported issue. The customer confirmed no issues were noted in later procedures. The fse's service visit did not reveal any issues related to the customer reported event.